Event description:
Edwards received notification that a patient with a 27mm mitral valve underwent a valve-in-valve procedure due to moderate to severe mitral insufficiency after an implant duration of 1 year and 9 months. As reported it is not possible to rule out the presence of vegetation. A transcatheter valve was implanted. As per echo review, there is normal appearance and motion of all three leaflets, movie does not support the presence of either a flail leaflet or a hypomobile leaflet, and the presence and severity of mitral regurgitation cannot be addressed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated a1, a2, b5, b7, e1, and e3 per new information received.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Regurgitation is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a mitral valve has been placed under consideration for a valve-in-valve procedure due to insufficiency after an approximate implant duration of 1 year and 9 months.